Event description:
It was reported that before the case emg tube was inserted in the patients throat, electrode check showed that all vocalis was a green light. As the case progressed, vocalis 1 was showing massive values of microvolts and then an error message of "lead off" was read on the screen. Rep. Called i.t. And went through all the trouble shooting for the nim vital. Finished the case and removed the tube to be sent in for inspection. No patient impact. Patient was intubated for this procedure; there was no patient impact during the procedure. The case was completed with the alleged tube.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.